Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 2. Gts explained that a large amount of air had entered into the disposable set. The caregiver advised that the patient had disconnected and reconnected prior to the error. Gts had the caregiver cycle power and advised them to start therapy over using new supplies or manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).